Manufacturer narrative:
Cylinder 1 was received for evaluation. Two separations were noted in the bladder of cylinder 1 near the tip end. These were both sites of leakage. The surfaces of both separations appear to have uniform striation, indicating contact with sharp instrumentation. Tow sutures were attached to the cylinder. Based on the information provided, quality accepts the physician¿s observations of infection as the reason for surgical intervention. The review of the device lot history record indicates this lot was processed through the validated sterilization cycle. Therefore, it was concluded the infection originated from source(s) other than the device. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separations in the bladder of cylinder 1 occurred subsequent to the device packaging being opened. The tow sutures were still attached to cylinder 1 indicating the cylinder had most likely not been implanted into the patient. Therefore, it is concluded the instrument damage noted most likely occurred prior to implant. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information this inflatable penile prosthesis was revised on (B)(6) 2021 due to a defect in the cylinder of the titan and an infection in the patient.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was explanted and replaced due to an infection. It was also reported that a cylinder defect was suspected.